Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure coil on left"), pelvic infection ("pelvic infection"), pelvic pain ("pain/chronic pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pap smear abnormal, irregular periods and ovarian cyst. Concomitant products included sertraline (zoloft). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), bacterial vulvovaginitis ("recurrent bacterial vaginitis"), ovarian cyst ("ovarian cyst"), depression ("depression"), anxiety ("anxiety"), alopecia ("hair loss"), back pain ("low back pain"), asthenia ("energy loss") and weight decreased ("weight loss"). The patient was treated with surgery (to remove implant and hysterectomy with bilateral salpingectomy) and surgery (to remove implant and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic infection, pelvic pain, genital haemorrhage, hormone level abnormal, vaginal haemorrhage, menorrhagia, female sexual dysfunction, rash, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, vaginal discharge, fatigue, bacterial vulvovaginitis, ovarian cyst, depression, anxiety, alopecia and back pain outcome was unknown and the dyspareunia, asthenia and weight decreased had resolved. The reporter considered alopecia, anxiety, asthenia, back pain, bacterial vulvovaginitis, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, ovarian cyst, pelvic infection, pelvic pain, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: new events added- abnormal bleeding (general), hormonal changes, abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), pelvic infection, rashes or skin conditions, bladder or urinary problems or changes, bladder or urinary problems or changes, migraines, headaches, migration of essure coil on left, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, recurrent bacterial vaginitis, ovarian cyst, depression, anxiety, hair loss, low back pain, energy loss and weight loss. Lab data and historical conditions added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure coil on left / coil on left not seen"), pelvic infection ("pelvic infection"), pelvic pain ("pain/chronic pelvic pain / pain (constant)") and genital haemorrhage ("abnormal bleeding (general)") in a 22-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression and anxiety. Concurrent conditions included pap smear abnormal, irregular periods, ovarian cyst, irregular menstruation, epigastric pain, abdominal pain, menometrorrhagia, discomfort, constipation, skin infection, erythema, localized edema, cellulitis of face, apprehension, hyperventilation, nervousness, tachycardia, stress incontinence, female, dysfunctional uterine bleeding, dysuria, hesitancy and cystitis. Concomitant products included cilest (sprintec) from 2014 to 2015 for menorrhagia, naproxen for pain as well as cucurbita pepo oil (pumpkin oil) since 2017, medroxyprogesterone acetate (depo-provera), povidone-iodine (betadine) and sertraline (zoloft). On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("difficulty on the left side (problem getting it to go in the right way)"). In (B)(6) 2014, the patient experienced rash ("rashes / skin rashes"). In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced ovarian cyst ("ovarian cyst"). In 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), depression ("depression"), mood swings ("mood swings"), dysuria ("disuria"), pollakiuria ("urinary frequency") and bacterial vaginosis ("bacterial vaginosis"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), bacterial vulvovaginitis ("recurrent bacterial vaginitis"), anxiety ("anxiety"), back pain ("low back pain"), asthenia ("energy loss"), weight decreased ("weight loss") and abdominal distension ("bloating"). The patient was treated with surgery (to remove implant and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic infection, pelvic pain, genital haemorrhage, hormone level abnormal, vaginal haemorrhage, menorrhagia, female sexual dysfunction, rash, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, vaginal discharge, bacterial vulvovaginitis, ovarian cyst, depression, anxiety, back pain, mood swings, dysuria, pollakiuria, bacterial vaginosis and complication of device insertion outcome was unknown and the dyspareunia, fatigue, alopecia, asthenia, weight decreased and abdominal distension had resolved. The reporter considered abdominal distension, alopecia, anxiety, asthenia, back pain, bacterial vaginosis, bacterial vulvovaginitis, bladder disorder, complication of device insertion, depression, device dislocation, dysmenorrhoea, dyspareunia, dysuria, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood swings, ovarian cyst, pelvic infection, pelvic pain, pollakiuria, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: consumer took a leave from her job from (B)(6) 2016 due to hysterectomy. Recovered from events fatigue, bloating and hair loss 3 months after removal. Also recovered from dyspareunia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media heavy bleeding, menorrhagia, anxiety, low back pain, pelvic pain, dysmenorrhea, headache, fatigue, dyspareunia, bacterial vaginosis. Most recent follow-up information incorporated above includes: on 22-may-2018: pfs received. New events: mood swings, dysuria, urinary frequency, bacterial vaginosis, bloating and complication of device insertion. Medical history and concomitant drugs updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure coil on left / coil on left not seen'), uterine perforation ('perforation'), pelvic infection ('pelvic infection') and pelvic pain ('pain/chronic pelvic pain / pain (constant)') in a 22-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression and anxiety. Concurrent conditions included pap smear abnormal, irregular periods, ovarian cyst, irregular menstruation, epigastric pain, abdominal pain, menometrorrhagia, discomfort, constipation, skin infection, erythema, localized edema, cellulitis of face, apprehension, hyperventilation, nervousness, tachycardia, stress incontinence, female, dysfunctional uterine bleeding, dysuria, hesitancy, cystitis interstitial and lightheadedness. Concomitant products included ethinylestradiol;norgestimate (sprintec) from 2014 to 2015 for menorrhagia, naproxen for pain as well as cucurbita pepo oil (pumpkin oil) since 2017, medroxyprogesterone acetate (depo-provera), povidone-iodine (betadine) and sertraline hydrochloride (zoloft). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced complication of device insertion ("difficulty on the left side (problem getting it to go in the right way)"). In (B)(6) 2014, the patient experienced rash ("rashes / skin rashes"). In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced ovarian cyst ("ovarian cyst"). In 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), depression ("depression"), mood swings ("mood swings"), dysuria ("disuria"), pollakiuria ("urinary frequency") and bacterial vaginosis ("bacterial vaginosis"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), bacterial vulvovaginitis ("recurrent bacterial vaginitis"), anxiety ("anxiety"), back pain ("low back pain"), asthenia ("energy loss") and abdominal distension ("bloating") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (to remove implant and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, uterine perforation, pelvic infection, pelvic pain, genital haemorrhage, hormone level abnormal, vaginal haemorrhage, menorrhagia, female sexual dysfunction, rash, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, vaginal discharge, bacterial vulvovaginitis, ovarian cyst, depression, anxiety, back pain, mood swings, dysuria, pollakiuria, bacterial vaginosis and complication of device insertion outcome was unknown and the dyspareunia, fatigue, alopecia, asthenia, weight decreased and abdominal distension had resolved. The reporter considered abdominal distension, alopecia, anxiety, asthenia, back pain, bacterial vaginosis, bacterial vulvovaginitis, bladder disorder, complication of device insertion, depression, device dislocation, dysmenorrhoea, dyspareunia, dysuria, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood swings, ovarian cyst, pelvic infection, pelvic pain, pollakiuria, rash, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: consumer took a leave from her job from aug to (B)(6) 2016 due to hysterectomy. Recovered from events fatigue, bloating and hair loss 3 months after removal. Also recovered from dyspareunia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Diagnostic results: weight: 106 lbs. Concerning the injuries reported in this case, the following ones were reported via social media heavy bleeding, menorrhagia, anxiety, low back pain, pelvic pain, dysmenorrhea, headache, fatigue, dyspareunia, bacterial vaginosis. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received. Reporter added. New event perforation was added. Event of genital haemorrhage downgraded to non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure coil on left / coil on left not seen'), uterine perforation ('perforation'), pelvic infection ('pelvic infection') and pelvic pain ('pain/chronic pelvic pain / pain (constant)') in a 22-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression and anxiety. Concurrent conditions included pap smear abnormal, irregular periods, ovarian cyst, irregular menstruation, epigastric pain, abdominal pain, menometrorrhagia, discomfort, constipation, skin infection, erythema, localized edema, cellulitis of face, apprehension, hyperventilation, nervousness, tachycardia, stress incontinence, female, dysfunctional uterine bleeding, dysuria, hesitancy, cystitis interstitial and lightheadedness. Concomitant products included ethinylestradiol;norgestimate (sprintec) from 2014 to 2015 for menorrhagia, naproxen for pain as well as cucurbita pepo oil (pumpkin oil) since 2017, medroxyprogesterone acetate (depo-provera), povidone-iodine (betadine) and sertraline hydrochloride (zoloft). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced complication of device insertion ("difficulty on the left side (problem getting it to go in the right way)"). In (B)(6) 2014, the patient experienced rash ("rashes / skin rashes"). In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced ovarian cyst ("ovarian cyst"). In 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), depression ("depression"), mood swings ("mood swings"), dysuria ("disuria"), pollakiuria ("urinary frequency") and bacterial vaginosis ("bacterial vaginosis"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), genital hemorrhage ("abnormal bleeding (general), vaginal hemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), bacterial vulvovaginitis ("recurrent bacterial vaginitis"), anxiety ("anxiety"), back pain ("low back pain"), asthenia ("energy loss") and abdominal distension ("bloating") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (to remove implant and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, uterine perforation, pelvic infection, pelvic pain, genital hemorrhage, hormone level abnormal, vaginal hemorrhage, menorrhagia, female sexual dysfunction, rash, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, vaginal discharge, bacterial vulvovaginitis, ovarian cyst, depression, anxiety, back pain, mood swings, dysuria, pollakiuria, bacterial vaginosis and complication of device insertion outcome was unknown and the dyspareunia, fatigue, alopecia, asthenia, weight decreased and abdominal distension had resolved. The reporter considered abdominal distension, alopecia, anxiety, asthenia, back pain, bacterial vaginosis, bacterial vulvovaginitis, bladder disorder, complication of device insertion, depression, device dislocation, dysmenorrhoea, dyspareunia, dysuria, fatigue, female sexual dysfunction, genital hemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood swings, ovarian cyst, pelvic infection, pelvic pain, pollakiuria, rash, urinary tract disorder, uterine perforation, vaginal discharge, vaginal hemorrhage and weight decreased to be related to essure. The reporter commented: consumer took a leave from her job from (B)(6) to (B)(6) 2016 due to hysterectomy. Recovered from events fatigue, bloating and hair loss 3 months after removal. Also recovered from dyspareunia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Diagnostic results: weight: 106 lbs. Concerning the injuries reported in this case, the following ones were reported via social media heavy bleeding, menorrhagia, anxiety, low back pain, pelvic pain, dysmenorrhea, headache, fatigue, dyspareunia, bacterial vaginosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Company causality comment incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.